Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime test and displacement test, no unexpected no delivery alarms occurred. The insulin pump had scratched on display window noted during testing. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 417 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.